Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be kinked. Fluid path testing found that this damage did not prevent fluid from flowing through the fluid path as intended. The timing and cause of this damage could not be determined. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Because it could not be when or how this damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level was over 400 mg/dl while the pod was worn on the abdomen between 24 and 36 hours. As treatment a new pod was placed.